Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant igm gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial igm result was 0.11 g/l. The repeat result was 94.4 g/l. The repeat result was deemed correct and this was confirmed via electrophoresis.

Manufacturer narrative:
The qc recovery data provided was acceptable. The field service engineer (fse) confirmed the analyzer was in proper operational condition. The investigation did not identify a product problem. The root cause of the event could not be determined.